Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer calibrates with her sensor but continues to receive calibration alerts with no data being collected overnight. The customer's blood glucose at the time of this report was unspecified but stated to be over 300 mg/dl. Nothing further reported.